Event description:
It was noted a pericardial effusion (pe) occurred. Pre-procedure imaging ruled out any pre-existing pe. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted using intracardiac echocardiogram (ice) imaging. Three (3) hours post procedure, the patient was symptomatic in the holding area and a transesophageal echocardiogram (tte) was performed, showing a pe. A pericardiocentesis was performed, where 275ml of fluid was drawn from the pericardial space. A pericardial drain was left in place. The patient was discharged home three (3) days post index procedure. It was further reported that the patient also experienced cardiac tamponade during the pe event.

Manufacturer narrative:
B5: information added. H6: patient code added: cardiac tamponade.

Event description:
It was noted a pericardial effusion (pe) occurred. Pre-procedure imaging ruled out any pre-existing pe. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted using intracardiac echocardiogram (ice) imaging. Three (3) hours post procedure, the patient was symptomatic in the holding area and a transesophageal echocardiogram (tte) was performed, showing a pe. A pericardiocentesis was performed, where 275ml of fluid was drawn from the pericardial space. A pericardial drain was left in place. The patient was discharged home three (3) days post index procedure.